Manufacturer narrative:
Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog #: a complete catalog number is unknown, as the serial number was not provided. If explanted, give date: not applicable as iol still implanted. Device manufacture date: unknown, as the serial number was not provided. Device evaluation: product evaluation cannot be performed as per the initial report, the lens remains implanted. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: unable to conduct the manufacturing records review as no serial number was received. Also, unable to conduct the complaint historical review as no serial number was received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a clinical study patient complained of halos- slightly bothered with difficulty night driving. Interfering with ability to drive at night. It was stated that the outcome significantly interferes with activities of daily life. The product is still implanted in the subject's eye. No other information was provided. This MDR report pertains to the right eye (od). A separate report will be submitted for the left eye (os).